Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and intra-abdominal haemorrhage ("severe abdominal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included cesarean section and insulin-dependent diabetes mellitus. Concurrent conditions included oligomenorrhea, hypomenorrhea, bloating, menses irregular with excessive bleeding, gastroparesis, vomiting and cervicitis. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during sex / dyspareunia"), dysmenorrhoea ("severe menstrual cramping / dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2008, the patient experienced fatigue ("fatigue"), back pain ("lower back pain") and spinal pain ("spine pain"). In 2010, the patient experienced urinary tract infection ("utis"). In 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In 2014, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). In 2017, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant) with abdominal pain lower, abdominal pain upper and abdominal pain, menorrhagia ("persistent increased menstrual flow/ clotting / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypoaesthesia ("numbness in hands and fingers"), paraesthesia ("tingling in hands and fingers"), vaginal infection ("vaginal infections") with vaginal discharge, anaemia ("anemia"), adhesion ("adhesions") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, gastrointestinal disorder and bacterial vaginosis outcome was unknown, the intra-abdominal haemorrhage, dyspareunia, menorrhagia, dysmenorrhoea, headache, hypoaesthesia, paraesthesia, urinary tract infection, vaginal infection, fatigue, back pain, anaemia, procedural pain, adhesion and spinal pain was resolving and the migraine had resolved. The reporter considered adhesion, anaemia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypoaesthesia, intra-abdominal haemorrhage, menorrhagia, migraine, paraesthesia, pelvic pain, procedural pain, spinal pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: in 2009, plaintiff had her uterus thinned and adhesions removed to help with the heavy bleeding, cramping and pain. On (B)(6) 2017, plaintiff underwent a hysterectomy to remove the essure devices and her tubes removed. Following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming : pelvic pain, aub, lower abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, fatigue, back pain, headache, nausea, spine pain, bacterial vaginosis". Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received - new events "abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), migraines, pain, spine pain, gastrointestinal or digestive system condition, aub, were added. New reporter were added. Historical and concomitant conditions were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)") and intra-abdominal haemorrhage ("severe abdominal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included cesarean section, insulin-dependent diabetes mellitus, diabetic gastroparesis from 2014 to 2017 and diabetes in 2003. Concurrent conditions included oligomenorrhea, hypomenorrhea, bloating, menses irregular with excessive bleeding, gastroparesis, vomiting and cervicitis. Concomitant products included insulin since 1993 and magnesium hydroxide (milk of magnesia) since 2014. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during sex / dyspareunia"), dysmenorrhoea ("severe menstrual cramping / dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2008, the patient experienced fatigue ("fatigue"), back pain ("lower back pain") and spinal pain ("spine pain"). In 2010, the patient experienced urinary tract infection ("utis"). In 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In 2014, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). In 2017, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant) with abdominal pain lower, abdominal pain upper and abdominal pain, menorrhagia ("persistent increased menstrual flow/ clotting / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypoaesthesia ("numbness in hands and fingers"), paraesthesia ("tingling in hands and fingers"), vaginal infection ("vaginal infections") with vaginal discharge, anaemia ("anemia"), adhesion ("adhesions"), bacterial vaginosis ("bacterial vaginosis") and dyspepsia ("digestive problem"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, gastrointestinal disorder, bacterial vaginosis and dyspepsia outcome was unknown, the intra-abdominal haemorrhage, dyspareunia, menorrhagia, dysmenorrhoea, headache, hypoaesthesia, paraesthesia, urinary tract infection, vaginal infection, fatigue, back pain, anaemia, procedural pain, adhesion and spinal pain was resolving and the migraine had resolved. The reporter considered adhesion, anaemia, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypoaesthesia, intra-abdominal haemorrhage, menorrhagia, migraine, paraesthesia, pelvic pain, procedural pain, spinal pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: in 2009, plaintiff had her uterus thinned and adhesions removed to help with the heavy bleeding, cramping and pain. On (B)(6) 2017, plaintiff underwent a hysterectomy to remove the essure devices and her tubes removed. Following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records confirming : pelvic pain, aub, lower abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, fatigue, back pain, headache, nausea, spine pain, bacterial vaginosis, abdominal pain. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Event digestive problem was added. Historical conditions & drugs are added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain/ cramping") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2017, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain upper ("upper abdominal pain"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), headache ("headaches"), hypoaesthesia ("numbness in hands and fingers"), paraesthesia ("tingling in hands and fingers"), dysmenorrhoea ("severe menstrual cramping"), menorrhagia ("persistent increased menstrual flow/ clotting"), urinary tract infection ("utis"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), dyspareunia ("pain during sex"), fatigue ("fatigue"), anaemia ("anemia") and adhesion ("adhesions"). The patient was treated with surgery (hysterectomy to remove the essure devices and tubes removed). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, intra-abdominal haemorrhage, abdominal pain upper, abdominal pain, back pain, headache, hypoaesthesia, paraesthesia, dysmenorrhoea, menorrhagia, urinary tract infection, vaginal discharge, vaginal infection, dyspareunia, fatigue, anaemia, procedural pain and adhesion was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adhesion, anaemia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal haemorrhage, menorrhagia, paraesthesia, procedural pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: in 2009, plaintiff had her uterus thinned and adhesions removed to help with the heavy bleeding, cramping and pain. On (B)(6) 2017, plaintiff underwent a hysterectomy to remove the essure devices and her tubes removed. Following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.